Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the date and time on the pump keeps changing. It reportedly changes randomly and "jumps" time. The patient reports that her bg was 500 mg/dl last night, and alleges this elevation was because the time in the pump was wrong. Bg at the time of this call was 200 mg/dl. Customer technical support (cts) noted that the patient was confused and was not understanding questions, and a was poor historian. Cts reviewed tdd of history noted record 1 showed (B)(6) 2013; record 2 showed (B)(6) 2013; and record 3 showed (B)(6) 2013, and patient confirmed these dates a second time. This complaint is being reported based on the allegation that a patient on pump therapy experienced hyperglycemia related to the pump allegedly gaining/losing time randomly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
During the patient contact on (B)(4) 2013 the patient indicated that the pump was rebooting which was causing the pump time and date to change. The patient confirmed that there was no damage to the pump, no known moisture issues, and confirmed that the battery cap was secured to the pump with no yellow o ring visible. The patient reported changing the battery which the patient indicated had not been changed in a while. This report is made to include the patient's alleged power issue as a possible contributor to the patient's event.

Manufacturer narrative:
Device evaluation follow-up #2 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing did not confirm the complaint of random time changes. A timekeeping accuracy test was performed; the pump was keeping time accurately. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery found to be leaking. Daily insulin delivery totals appear inconsistent due to time/date issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box was reviewed and showed the pump had rebooted. A crack was observed in the battery compartment and the battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. During testing, power loss and reboots were duplicated. The battery cap contact height and width were found to be within specifications. A test cap was used for testing purposes and the pump powered on normally with no alarms occurring. The pump was exercised for 24 hours with the test cap with no further power issues.